Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter and test strips read inaccurately high. The medical affairs specialist (mas) spoke with the patient on eleven days later, to obtain additional information. The patient uses an insulin pump. The patient said he "tested high all day" on a week prior to original date, after starting to use a new vial of test strips. He said he took additional insulin via his insulin pump throughout the day based on readings > 200 mg/dl on the reported product throughout the day. At about 5:20 pm, the patient tested with the reported meter and test strips because he felt like his blood glucose was dropping; he received a result of 212 mg/dl. The patient told the mas his wife called ems within 10 minutes, at 5:30 pm, because he was disoriented and sweating profusely. The patient said he lot consciousness and emt's transported him to the ER where a result of 13 mg/dl was obtained on the hospital device. The patient said he was treated for three hours with IV glucose, close observation, and frequent blood glucose monitoring. The patient said the test strips were in good condition and were not expired. He received the test strips from his usual supplier. He said he receives a 3-month supply of test strips at a time. The patient said he started testing with another lot of test strips after the incident. The lfs customer care advocate confirmed that the patient followed correct testing technique. The patient's meter, test strips, and control solution were replaced. The patient told the mas he did not think that his insulin pump malfunctioned at the time of concern and he did not report the incident to the insulin pump company. The complaint is reported because the patient alleges he took additional insulin based on elevated readings on the lfs product. The patient claims he received a result of 212 mg/dl on the lfs product that did not correlate with his symptoms that suggested hypoglycemia. The patient said he lot consciousness, a result of 13 mg/dl was obtained on a hospital device, and he was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.